Event description:
The company received a report where it was claimed that the covidien shiley tracheostomy inserted as part of bilateral neck dissection procedure. A leak around inner tube and outer tube despite being locked properly in place. It was reported that 150 - 200mls in a tidal volume of 600mls. It was reported that the tracheostomy was replaced with laryngectomy tube for duration of operation.

Manufacturer narrative:
No sample is expected to be returned for evaluation. Without the actual complaint sample being returned and the lot number of the product, a full investigation cannot be carried out; however, the reported issue is a known issue and has been addressed in a manufacturing corrective / preventative action. If the sample is received at a later date and/or if significant information becomes available related to this report, a summary will be provided in a supplemental report.